Event description:
The event involved a plum set where it was reported the micron filter leaked. Solution involved was unknown, but there was no drug exposure to anyone. The event was noted during infusion. The set was replaced, and therapy resumed. There was patient involvement and no patient harm.

Manufacturer narrative:
A picture showing a primary plum set where the inline filter can be seen was returned. The complaint of micron filter leakage cannot be confirmed. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A lot history review could not be conducted because no lot number(s) was/were identified. E1 initial reporter phone number: (B)(6).